Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred before the clip application in the patient. The surgeon could not clip the vessel because clip pliers bent, clips did not close. Another clip appliers were opened and used.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.25mm offset at the tips. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument bent at the front, clips do not close. The procedure was completed with no reported injury.